Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular lead had a low pacing impedance. The lead was capped and replaced on 27 sep 2021. Additional information was requested, but not provided.